Event description:
The catheter broke proximal to the suture wing. No other info is known at this time. Cutdown was performed to dissect the cuff.

Manufacturer narrative:
A lot history review reveals no mfg issues and three similar complaints from the same source; one complaint is inconclusive as no sample has been returned for evaluation and two complaints are confirmed, user-related. The complaint of difficult catheter removal is confirmed. It should be recorded as user-related. The complaint sample features a tissue ingrowth cuff designed for tissue ingrowth over a two to three week period. The customer's report in the telephone log that "...the catheter was held in by the cuffs" confirms the tissue ingrowth cuff is performing as designed. Surgical removal may be necessary to prevent breaking the catheter if the catheter does no dislodge easily with traction. The implicated product is a specialty item. Standard catheters do not feature tissue ingrowth cuffs, however, they may have an anti-microbial attached. Although speculative, it may be the hosp staff removing the device are not familiar with a catheter that possesses a tissue ingrowth cuff and are anticipating withdrawing a catheter that has a tissue ingrowth cuff or no cuff at all.